Manufacturer narrative:
Additional information is provided in sections b.5, h.6 and h.10. The customer did not request service on this system. Therefore, the system was not examined for specification. However, at the last servicing, the system was found to have met all specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained for this investigation, there is no evidence to signify device non-conformity. The customer's reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the patient experienced a non-clearing vitreous hemorrhage. The patient deferred further surgery and recovery has been slow.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic visualization system presented distorted and double image during a surgery. The surgery was completed by switching to binoculars. The patient experienced bleeding in the eye. Additional information has been requested. Additional information has been received indicating that the surgery was an intra-ocular lens (iol) exchange procedure. When the physician tried to get the haptic of the iol under the iris of the eye, the depth perception was lost and the haptic hit the iris. The iris started to bleed and the eye was pressurized with a viscoelastic. The phenylephrine was injected into the anterior chamber and the blood was cleared with an ophthalmic vitrector. The clot part was removed using the vitrector and the blood had settled. The physician eventually could reconfirm the placement of the lens in the eye.